Manufacturer narrative:
The main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (20 mg/ml) at 8.501 mg/day and bupivacaine (20 mg/ml) at 8.501 mg/day via an implantable pump for spinal pain and failed back surgery syndrome. In (B)(6) 2016 the patient experienced increased pain with a gradual onset, localized to the lower back and the reason why the pump was implanted. The patient thought that something was wrong and was paranoid. The pump is refilled by a home health agency and managed by the clinic. When the pump was refilled on (B)(6) 2016 there was a volume discrepancy. The expected reservoir volume was 4 ml, but the actual reservoir volume was 0 ml. Upon telemetry they confirmed in the event logs a bolus command was received and were concerned about that and why the pump would overinfuse. Additional information was received from the manufacturer representative that the patient reported volume discrepancies at refills. The specific volumes were not provided. No symptoms were reported. No environmental, external, or patient factors were reported that may have led or contributed to the issue. It was indicated the logs were read, and nothing appeared to be wrong. The pump was replaced (B)(6) 2016. It was reported the doctor could not aspirate the catheter so he decided to replace it. The doctor cut a piece of the old catheter and tied off the remaining portion. It was indicated the issue had been resolved, and the patient's status was alive - no injury.

Manufacturer narrative:
Pal analysis did not confirm the reported watchdog reset. The hybrid was fully functional with a nominal static current drain of 5.6ua average. X-ray analysis did not identify any solder bump extrusions (sbe) on any of the integrated circuits (ic). The hybrid passed all diagnostic tests and self-tests. The cause of the watchdog reset could not be determined. Device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the pump was returned for analysis. Analysis found corrosion and-or wear and-or lubrication, stall due to shaft-bearing, and hybrid/watchdog reset/cause unknown. Due to the complaint, this pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps (qsd22039, v 6.0). Analysis outcome: as received the pump reservoir was empty and left running in simple continuous infusion mode. Logs were gathered and motor stall recovery was noted. This means during pump life there was a motor stall and motor stall recovery. Dispense testing passed. During destructive analysis, shaft wear was noted on the upper shaft of gear 1. Also, pump log noted "watchdog not properly serviced and reset occurred <(>&<)> complex presc active" that occurred in the field. The hybrid has been sent to mtc for analysis and the pump has been coded afc "watchdog reset, cause unknown". The analysis will be reopened when the result is back from mtc and the afc code may change for "watchdog reset." (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.